Event description:
It was reported that while setting up the device for an implant, the serial number could not be entered. It was also noted that is was suspected that interference was causing the issue. The device was not implanted and therefore, no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.